Manufacturer narrative:
Patient code '3191' was erroneously omitted from initial report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported that the patient developed breast mass. During visual inspection of the device it was observed with no apparent damage. No anomalies were observed. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 6790751, and no non-conformances related to the reported complaint were identified.    Reason for device explant and/or reoperation: breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient who underwent breast augmentation surgery with 500cc mentor memorygel breast implants experienced right sided anisomastia and left sided breast mass post procedure. As a result, patient underwent bilateral removal and replacement with 500cc mentor memorygel breast implants on (B)(6) 2019. This report is for the left sided device.